Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The device history record (DHR) and exception review was performed and revealed no indication of a product quality issue. A review of the electronic lot history record (elhr) and similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported intervention. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Attachment medwatch report #mw5151948.

Event description:
User facility medwatch report [mw5151948] received that states: product problem (defects/malfunctions). Outcomes attributed to adverse event: required intervention. No additional information was provided.